Event description:
Boston scientific received information that this device was unable to be interrogated. It was observed that the device was pacing at 50 paced beats per minute and the patient was in an atrial trachycardia. The patient underwent a revision procedure and this product was explanted for normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was unable to communicate with a programmer due to the device being passed elective replacement indicator (eri). The battery voltage was below the power supply requirements and it could not support pacing and telemetry functions. The device case was opened and the mixed mode integrated circuit (mmic) was isolated. High powered visual inspection revealed damage to the surface of the mmic and electrical runs. The location of the damage was in a portion of the circuitry that controlled the sensing input for the device. This damage did not affect pacing. Final analysis concluded this damage occurred during the manufacturing process.